Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged was in hospital with copd, difficulty breathing, and shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. During the investigation, pil observed an unknown dust contaminant and hair-like particle inside the blower box at the air inlet. An unknown dust contaminant was observed on the top enclosure, front panel, blower box, bottom enclosure, rear panel, blower, and blower seal. Hair-like particles were observed on the blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device log. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of conataminants and liquid ingress. Sections d8, d9, g3, h3 and h6 have been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have copd (chronic obstructive pulmonary disease) and shortness of breath. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058).